Manufacturer narrative:
Concomitant products: product ID 748240, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 7426, serial # (B)(4), implanted: (B)(6) 2002, product type implantable neurostimulator. (B)(4).

Event description:
It was reported that there was a "chip" that "sunk into her brain stem from the first surgery." Additional information was requested but had not been received at the time of this report.